Event description:
A materials manager reported that the site's open spine clamp has a bent screw. No patient was reported to be present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Evaluation of suspect clamp finds: the adjustment screw is not bent as reported, but the threads are damaged in the middle of the travel. It looks like a metal shaving was caught in the threads damaging them in this area. The clamp is in otherwise good condition. A replacement clamp was sent to the site for issue resolution.